Event description:
It was reported that bd pyxis¿ medbank tower drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 09 was not opening. A field service engineer (fse) determined that one of the two sensors was likely at fault. Then the fse resorted to swapping parts between the failed drawer and a working drawer. Although the drawer had proper light emitting diode (led) displays, the issue was traced to the drawer controller. The half height (hh) drawer controller 9 was replaced, and full testing was performed on that drawer and its pockets. Additionally, the system was unable to save the test, and device icons did not appear. Then a user, successfully ran a cycle count on several medications stored in drawer 9 that were prescribed to patients. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower drawer was not opening. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.